Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported due to a recent fall on the ipg, the patient began experiencing ineffective stimulation. X-rays confirmed that the patients leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.